Event description:
In the or (operating room) during a bowel case, the ethicon echelon flex powered plus stapler malfunctioned. The stapler worked correctly the first time it was fired. It was then reloaded with a cartridge, placed across the appendix and clamped down but did not fire. The device would not unclamp either. Surgeon had to utilize the emergency manual override. The override was successful, and the surgeon managed to get the stapler unclamped and removed off the bowel. Manufacturer response for staple, implantable, echelon flex (per site reporter). Notified representative an hour ago with response as of yet.